Event description:
The customer reported receiving inaccurate blood glucose test results. Customer rec'd several readings on their freestyle lite meter and compared all of them to the lab readings within 10 minutes. The adc meter reading of 115mg/dl and the lab reading of 71 mg/dl when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. All other results fell into the a/b zones showing the difference in values being clinically insignificant. The customer also reported experiencing symptoms of dizziness, shakiness, lightheadedness, thirst and self-treating with food to alleviate the symptoms. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been returned and investigated. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory log in 2008.